Event description:
It was reported that the system 2800 had interrupt 6 and vector failures. Also the cooling fan was making excessive noise. There was no pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaces cpu circuit board and fan. The system was tested and found to be working as intended and placed back into service.